Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height legacy drawer was failed, as the bullet on the back had come undone and drawer was taped shut due to mechanical failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height legacy drawer was failed, as the bullet on the back had come undone and drawer was taped shut due to mechanical failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 full height legacy drawer was failed. A field service engineer observed that the black inseparable latch had become loose and detached, and the plunger clip was bent. The station was powered down, and the drawer was removed. The plunger was replaced, and the block was reinstalled at the rear of the drawer. The drawer was returned to the station, which was then powered back on. The hardware testing application was launched, a final test was performed and results were posted. The station was restarted to complete the service. The system functioned as intended after the field service engineer repaired the device.